Event description:
It was reported that, a patient underwent a biopsy procedure using elevation driver. Prior to the procedure it was reported that the locking bridge fell off from the device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one elevation driver was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found to be damaged on the unit as driver locking bridge is dislodged from the device. Also, found the bottom label is illegible, and two customer placed labels in front of the ¿bd¿ logo on the left side. The back lid right side screw retainer is separated from the inside back lid. The charger and charger power supply were not returned. The device was functionally tested and failed the test due to blunt force separation of the driver locking bridge to the bottom housing subassembly causing driver locking bridge is dislodged from the device. Furthermore, the three screws that attach the driver locking bridge to bottom housing subassembly are firmly embedded into the driver locking bridge. The driver was tested and does not function to spec. The top housing subassembly needs to be update. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported locking bridge fell off device, the investigation is determined to be confirmed for the identified bottom label is illegible, and the investigation is determined to be confirmed for the identified back lid right side screw retainer is separated from the inside back lid issue. The root cause for reported locking bridge fell off device issue could not be determined based on the provided information however it may be caused due to blunt force separation of the driver locking bridge to the bottom housing subassembly identified during evaluation. The root cause for identified bottom label is illegible issue could not be determined based on the provided information. The root cause for identified back lid right side screw retainer is separated from the inside back lid issue could not be determined based on the provided information. Labeling review: a review of bd elevation breast biopsy system instructions for use (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) determined the product labeling is adequate. Per the elevation instructions for use (IFU) "performing biopsy" item # 8, remove the bd elevation probe from the bd elevation driver by pressing down on the locking tab, sliding the bd elevation probe cover completely forward and the pulling the bd elevation probe straight up from the bd elevation driver. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.